Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported following an intraocular lens implant procedure, the patient experienced tass (toxic anterior segment syndrome), corneal edema, hypotony, corneal folds, post operative day 1 with inflammation. Surgeon¿s opinion on cause was lens material. Patient was treated with topical medication adjustment. Patient¿s symptoms were resolved. Additional information was requested, but further no information was available. There are four medical device reports associated with this complaint. This report is 2 of 4.

Manufacturer narrative:
Additional information was provided in h.3 and h.10. The root cause for the reported complaint could not be determined. The sterilisation reports were reviewed and there were no issues with the sterilisation process. The manufacturer internal reference number is: (B)(4).